Manufacturer narrative:
One device was received and evaluated for the complaint regarding the needle button released event. Device #051809-a was inspected, and the needle mechanism functions were tested and were verified to have operated as intended. The complaint could not be confirmed for this device.

Event description:
The patient reported that they experienced a v-go device issue with the needle button releasing prior to the 24-hour period. The patient reported the issue occurred twice. It was reported that one device was available for return for evalution.